Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. There was dried blood/body fluid noted in the ports, however, each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code upon interrogation that the charge time had been exceeded. The fault code was cleared and then a battery depletion message was observed. The device was unable to be further evaluated. Boston scientific technical services (ts) recommended replacing the device. This patient underwent a revision procedure and this product was explanted and replaced. No adverse patient effects were reported.